Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was unable to be performed due to a defective latch/lock sensor, confirming the reported issue. The sensor was replaced to address this issue and the device then passed all testing.

Event description:
It was reported that the pump experienced a latch lock issue during testing. Evaluation of the returned device found that the latch/lock sensor was defective. There was no patient involvement.